Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed damage to the lcd display consistent with mishandling. The damage is not consistent with normal wear and tear. The lcd display was be replaced to resolved the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.